Event description:
It was reported that the patient is having an allergic reaction while using the 72r electrodes. The skin irritation started about a month ago on the neck area. The skin was very itchy and red. The patient developed little bumps. The irritation was under the 72r electrodes. The patient did not use the cover patches. The patient changed and rotated the electrodes every one or two days. The patient used soap and water. The patient does not have sensitive skin. The patient is allergic to small animals. The patient takes high blood pressure medication. The patient's allergy doctor prescribed triamcinolone acetonide ointment 0.1%. The medicine cleared the skin irritation. The patient tried using the electrodes and after about 8 hours the skin was irritated. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: two biomechanical intervertebral structural cage device. Medical product: stryker k2m capri expandable corpectomy cage. Medical product: rti aspect anterior cervical place. Medical product: medtronic tcs. Medical product: attrax bone fusion device. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having an allergic reaction while using the 72r electrodes. The skin irritation started about a month ago on the neck area. The skin was very itchy and red. The patient developed little bumps. The irritation was under the 72r electrodes. The patient did not use the cover patches. The patient changed and rotated the electrodes every one or two days. The patient used soap and water. The patient does not have sensitive skin. The patient is allergic to small animals. The patient takes high blood pressure medication. The patient's allergy doctor prescribed triamcinolone acetonide ointment 0.1%. The medicine cleared the skin irritation. The patient tried using the electrodes and after about 8 hours the skin was irritated. It was reported that no further information is available.